Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's wife called to report her husband had a left hip replacement on (B)(6) 2015. He is experiencing pain. He saw his doctor and was told his implant is loosened (unknown which device or devices are loose). He was supposed to have a revision surgery this coming (B)(6) 2018 but on (B)(6) 2018 he had a heart attack and surgeon decided to not perform the revision.